Event description:
During a laparoscopic anterior resection procedure, the distal half of the staple line was not stapled at 1st firing. The procedure was completed by hand-suturing. There was no adverse consequence to the patient.